Event description:
Infusion catheter was being discontinued. As catheter was being pulled back the metal marking band on the tip of the catheter became dislodged and separated from the infusion catheter.